Event description:
It was reported to philips that the system gave an error indicating the image hard disk drive space was full, which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use for a coronary planned treatment, which was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the image hard disk space was low. There was a user message stating that image storage was not available. Review of the system log files showed disk bay errors on the image processing pc (ippc). Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc, which is used for the host pc, ip-pc, and flexvision pc. If one of these pcs breaks down, the system stops functioning, and no imaging is possible. To resolve the issue, philips has implemented a medical device correction z-1151-2024, and the system was returned to good working condition. The codes were updated based on the investigation outcome.